Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock system on or around (B)(6) 2011 to treat her pelvic pain, dyspareunia, and stress urinary incontinence. It was alleged that after the plaintiff was discharged she complaint of vaginal pressure and pain, bleeding, vaginal scarring, continued incontinence, recurrence of organ prolapse, inability to urinate, numerous urinary tract infections, dyspareunia, suffering, debilitating and permanent injuries. The plaintiff uses self-catheterization to urinate. The plaintiff underwent revisionary surgeries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.